Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7091679/7091849.

Event description:
It was reported that the patient was having pain at the ipg site. The patient underwent an explant procedure wherein the ipg and the linear leads were explanted.

Event description:
It was reported that the patient was having pain at the ipg site. The patient underwent an explant procedure wherein the ipg and the linear leads were explanted. Additional information was received that all explanted devices were not returned as they were discarded by the medical facility.